Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicates that customer reported battery failed alarm unexpected power loss. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Device will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned device for an alleged failed battery alert/battery failed alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and unexpected bolus not delivered alert found on (B)(6) 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. The pump was monitored for several hours and no failed battery alert/battery failed alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and unexpected bolus not delivered alert noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during the testing. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:55:23.000, (B)(6) 2022 20:00:30.000 to (B)(6) 2022 21:58:35.000 failed battery/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 20:00:31.000, (B)(6) 2022 20:01:25.000, and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 21:49:09.000. Earliest power data available per the power management tool/detail trace file is at 6:22:00 pm. There was no power data available for the event date of (B)(6) 2022. Unable to check power data for failed battery/battery failed alarm and power loss alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Failed battery alert/battery failed alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and unexpected bolus not delivered alert were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.